Manufacturer narrative:
Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the mid stent region were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Correction: e1: initial reported country: from: turkey to: egypt.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that difficulty crossing lesion was encountered. The target lesion was located in a left anterior descending artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a non-bsc device. However, device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the mid stent region were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that difficulty crossing lesion was encountered. The target lesion was located in a left anterior descending artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a non-bsc device. However, device analysis revealed stent damaged.